Event description:
During atherectomy procedure using the jetstream, the spider filter wire snapped and broke off the back of the jetstream device. Retrieval of the filter attached to the filter wire was successful with no harm done to the patient and procedure continued as planned. Per post-op note: the glidewire was removed, and a 6 mm spider filter was advanced into the distal popliteal artery. The rubicon catheter was then exchanged for a 2.4mm jetstream atherectomy catheter. One pass was made in the proximal part of the occluded sfa. After the catheter was pulled back up, the filter migrated up as well. Attempts to advance the filter resulted in separation of the proximal part of the wire from the distal part. The jetstream catheter was removed, and the rubicon catheter was readvanced into the popliteal artery. A mailman wire was then advanced into the popliteal after next to the spider filter. The rubicon catheter was removed, and the filter was then retrieved. The rubicon catheter was readvanced over the mailman wire and the wire was exchanged for a new filter.